Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical coordinator reported that one day after surgery, the patient was seen to have what looked like metallic flakes in the operative eye. It is not known where the flakes came from. The clinical coordinator informed the company that no patient data is available and declined the opportunity to fill out a questionnaire.